Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-05477 for a description of the other device. It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2010. According to the physicians office, the patient underwent a cystocele repair on (B)(6) 2010. As of a follow up medical appointment on (B)(6) 2010, the patient is doing very well and no pain was reported. The patient returned to the office on (B)(6) 2011, and no additional information was provided. All other information is unknown and unavailable.

Manufacturer narrative:
(B)(6).